Event description:
Consumer called to report accuracy issues with her meter. Had it tested against a lab reading. Analysis run on consensus error grid using lab reading (123) as reference point vs. Bd reading (299) yielded data points in the c zone of the grid, outside of acceptable limits.